Manufacturer narrative:
The device remains implanted; therefore, not available for eval. The event investigation is currently underway. This event involves two devices in the same pt and reported under manufacturer report no. 9681442-2009-00037.

Event description:
It was reported that to treat a pt's non-healing ulcer, two overlapping stents were implanted in the pt's mid-sfa to the popliteal artery. Approximately, one month post stenting, although, the pt's ulcer was healing beautifully, it was discovered that the pt had formed a pseudoaneurysm behind the knee. The pt was referred to radiology to place a competitor's stent within the previously deployed stents. However, during the procedure, the physician could not advance a wire or a catheter through the stents; the procedure was abandoned and the pt was referred to surgery. The physician thought perhaps elongated interstices or a possible stent fracture was to blame for this occurrence.